Manufacturer narrative:
Concomitant medical products: w1tr01 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. The right atrial (ra) lead implanted for his bundle pacing exhibited thresholds that had increased to high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.